Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness and diaphragmatic stimulation when the patient was lying down due to high output. It was also noted that rv lead exhibited loss of capture. The lead was reprogrammed and the patient will continue to be monitored. A lead revision has been schedule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and the right ventricular (rv) lead exhibited high threshold. The lead remains in use. No further patient complications have been reported as a result of this event.